Manufacturer narrative:
The insulin pump failed the displacement test with units remaining on the status screen. Unit had motor error alarms during rewind due to motor encoder signal out of phase. Unit had cracked case at display window corners and battery tube threads, scratched display window.

Event description:
Customer reported that she had high blood glucose because her insulin pump was malfunctioning. Customer stated that she had an MRI with the insulin pump attached to her. Customer stated that the insulin pump is alarming motor error. Nothing further was reported.